Event description:
A hospital in (B)(6) reported that two rt408 oxygen therapy kits were missing the air entrainer. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: one complaint breathing circuit kit was returned unsealed and was visually examined. Results: it was observed that the entrainer was missing from the kit. A lot check revealed that this is the only complaint of this nature for the lot number provided. Conclusion: on the production line, breathing circuit kits are visually examined by an operator during the packing process. After the components are packed, they are sent to the pack box station where they are weighed by a second production line staff member of the packing station using a set of scales to check for missing parts by weight. If the breathing circuit kit is more than four grams lighter than it should be the scales will alert the operator to the potential of a missing part from the breathing circuit kit. In this instance, the operator had omitted to pack the entrainer and this had not been picked up during the weight inspection. (B)(4).